Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a bravo capsule detached early during a procedure. There was no patient harm but a repeat procedure was necessary. No equipment is expected to be returned for evaluation.

Manufacturer narrative:
Device evaluation: the accuview graph from the study was returned for evaluation. The total time of the study was 90:45 hours. The ph readings were found to be at normal values throughout the study. Based on the ph reading, there was no evidence that the capsule detached prior to the end of the study. If information is provided in the future, a supplemental report will be issued.